Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for evaluation. However, the burnt wire connection was confirmed by means of the provided photo. The failure pattern is a known issue and is addressed in a CAPA. Corrective actions were defined and implemented. The design of the cable lug was changed; however, this device was built before implementation of the new design. The reported error code could not be confirmed. The provided machine files were found to be showing signs of a corrupt sd card. Therefore, machine files from the time of the failure could not be reviewed. The most likely cause for the reported failure is a tripped thermal overload switch and bad electrical contact at l1 of the stage 2 motor protection switch (mps). No review of the device history record (DHR) was required. Based on the information available and the provided photo, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on an aquabplus 2000. It was found on the l1 cable lug connected to the motor protection switch (mps). Per the biomed, the piece that was once yellow looked blackened and melted. The biomed said the reverse osmosis (ro) system would go through the t1 test and then an alarm would go off. The biomed could not recall what the alarm code was. They said the thermal overload switch was tripping in stage 2. The biomed contacted technical service (ts) for support and was advised to check the mps and wiring. This is when they discovered the thermal damage. There was no burning smell noted or smoke observed, and it was confirmed there were no sparks or flames. The biomed stated there were no blown fuses in the local power supply. They also confirmed there were no power grid issues at the time. To resolve the reported issue, the biomed replaced the mps, cut off the end of the damaged cable, and put a new fitting on it. This occurred after-hours and no patient treatments were impacted. The biomed said the ro is fully operational again. The ftp machine files and a photo were provided for review. No sample is being returned for evaluation.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on an aquabplus 2000. It was found on the l1 cable lug connected to the motor protection switch (mps). Per the biomed, the piece that was once yellow looked blackened and melted. The biomed said the reverse osmosis (ro) system would go through the t1 test and then an alarm would go off. The biomed could not recall what the alarm code was. They said the thermal overload switch was tripping in stage 2. The biomed contacted technical service (ts) for support and was advised to check the mps and wiring. This is when they discovered the thermal damage. There was no burning smell noted or smoke observed, and it was confirmed there were no sparks or flames. The biomed stated there were no blown fuses in the local power supply. They also confirmed there were no power grid issues at the time. To resolve the reported issue, the biomed replaced the mps, cut off the end of the damaged cable, and put a new fitting on it. This occurred after-hours and no patient treatments were impacted. The biomed said the ro is fully operational again. The ftp machine files and a photo were provided for review. No sample is being returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.